Event description:
It was reported that the 9600 system will not boot up completely (stops at 20 arrows). Another system was used to do the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power cord connector and the interconnect cable assembly. The system was tested and found to be working as intended and placed back into service.